Event description:
It was reported that during a ureteroscopy procedure, when using the traditional settings, the fiber broke while deflecting the scope. The physician stopped lasing and retrieved the broken piece with a retrieval basket. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was received in one piece. Nevertheless, the media files provided by the customer, showed a fragment of the fiber, probably from the tip area, but the piece was not returned. Based on the media analysis the reported event was confirmed. The device instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. It is probable that procedural handling and procedural conditions of the device may have contributed to the fiber break. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, when using the traditional settings, the fiber broke while deflecting the scope. The physician stopped lasing and retrieved the broken piece with a retrieval basket. The procedure was completed with another fiber without patient complications.